Manufacturer narrative:
Device code: refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward-firing at 209 joules of use. The case was completed using an alternate procedure (turp). Pt outcome: "no injury to pt".